Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer described moisture at the adapter/cartridge connection. No adverse event alleged. No material requested for investigation.